Event description:
Event description guidant received information that this endocardial lead dislodged during the night following implantation. Repositioning was attempted two days after the original procedure but was unsuccessful. The lead was then replaced with another guidant product.